Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. This lead was out of service. No additional adverse patient effects were reported. Additional information received indicates that the lead was explanted due to possible perforation.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. This lead was out of service. No additional adverse patient effects were reported.